Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the finetuner echo (fte) was dropped accidentally from a desk (about 80cm) while working on a sonnet 2 audio processor. The fte seemed "exploded" when a button was pressed in hand after dropping the device and it was a bit smoky which caused as much as 60db of noise. No injury was reported. The change in shape was minor but it can be seen that it has burst in a circle at the bottom of the serial number. Furthermore, it can also be seen that a part of the battery cover was tanned.

Manufacturer narrative:
Conclusion: according to the information received, the device was malfunctioning and smoking after it was dropped. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported.this is a final report.

Event description:
Reportedly, the finetuner echo (fte) was dropped accidentally from a desk . The fte seemed "exploded" when a button was pressed in hand after dropping the device and it was a bit smoky which caused as much as 60db of noise. No injury was reported. The change in shape was minor but it can be seen that it has burst in a circle at the bottom of the serial number. Furthermore, it can also be seen that a part of the battery cover was tanned.